Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse performed a total service visit which included inspecting the probes, checking calibration and dispenses. The cse inspected the wash blocks, port dispenses, pumps tubing and fitting, after which he found no hardware issues. The cse ran precisions of multi dilution and quality control (qc). The cause of the discordant, falsely elevated tni-ultra result obtained on one emergency room (ER) patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one emergency room patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The sample was repeated twice, once on the original instrument and once on an alternate advia centaur instrument, resulting lower and matching patient clinical history. The customer reported the result as <0.04 to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.